Event description:
Customer called reporting an issue with the bolus wizard on her insulin pump. Customer's blood glucose level is 156 mg/dl. She drank juice before hand. Customer was attempting to take a bolus delivery and the device told her to take three units of insulin. Customer's daughter was with her at the time and told her to only take one unit of insulin. The numbers on the device went past one unit of insulin and would not stop. Customer's daughter then pulled out the infusion set from customer. In the device's history, the last bolus was recorded at ten units of insulin. Customer's daughter said she knows customer did not receive that much insulin because she pulled it out midway. The time on the device is an hour late. Customer was advised to change out the entire set, monitor her blood glucose levels, and to check with her doctor about proper basal and bolus rates. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.